Event description:
Rtpr saw a television program about trocar problems. Dr stated that he lifted up some tissue from rptr's colon and tore it open 3-4 cm. After surgery, 3 days later, rptr developed a fever. Rptr developed an infection. Fluid was withdrawn from abdomen and fluid grew e.coli. Treated with antibiotics and add'l surgery to repair the colon. Between antibiotics and surgery were five days: a temporary colostomy was necessary, then surgery to re-anastomose colon a year later. E.coli infection damaged ovaries which were removed during hysterectomy. Rptr began a lawsuit which later was dropped.